Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to "improper operations". The patient was treated with cephalosporin (intraperitoneal) and vancomycin (intraperitoneal) for the peritonitis event. Dianeal therapy was ongoing. The patient hospitalization and patient outcome were not reported. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.